Manufacturer narrative:
The insulin pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor alarm.

Event description:
Customer parents reported via phone call that the insulin pump had motor error alarm. Customer blood glucose level was unknown. Customer also stated that they unable to fill tubing during prime rewinding. The device will be returned for analysis.